Event description:
It was reported that patient underwent a revision of femoral stem, femoral head and articular liner of tha as the femoral stem subsided.

Manufacturer narrative:
The associated complaint device was not returned for evaluation [(B)(4)].